Manufacturer narrative:
This complaint will be updated once investigation is complete. Trend will be evaluated.

Event description:
Allegedly, patient revised due to pain. Poly was swapped out and our patella was implanted. Components not revised: kftcpc5l lot 098700907 advance primary femoral; 75520025 lot 078673420 cancellous bone screw; 75520040 lot 088682839 cancellous bone screw x2; 75520035 lot 068602383 cancellous bone screw; ktscfm50 lot 098661942 advance tibial base; spkt0024 lot 087416009 advance modular keel.